Event description:
It was reported that due to the jumpy impedances seen in the clinic, the health care professional (hcp) wanted to get a list of all out of range rate sense impedance alerts that the facility has had on the remote monitoring system. The data showed that this cardiac resynchronization therapy defibrillator (crt-d) had a left ventricular(lv) pacing lead impedance out of range alert on (B)(6) 2017 and on (B)(6) 2018. The lv lead is from another manufacturer. No adverse patient effects were reported. No further information is known at this time. If additional information is received, this report will be updated.

Manufacturer narrative:
Device coding was updated.

Event description:
It was reported that due to the jumpy impedances seen in the clinic, the health care professional (hcp) wanted to get a list of all out of range rate sense impedance alerts that the facility has had on the remote monitoring system. The data showed that this cardiac resynchronization therapy defibrillator (crt-d) had a left ventricular(lv) pacing lead impedance out of range alert on (B)(6) 2017 and on (B)(6) 2018. The lv lead is from another manufacturer. No adverse patient effects were reported. No further information is known at this time. If additional information is received, this report will be updated. Additional information indicated that the out of range pacing impedance, was less than 200 ohms. No adverse patient effects were reported. If additional information is received, this report will be updated.